Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted due to high impedance on the low-voltage portion of the right ventricular (rv) lead. The patient underwent surgical revision of the lead. During the procedure, it was discovered that the lead and ICD were poorly connected. The lead and device were reattached and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.